Event description:
A customer reported a malfunction on their pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump by technical support, but the malfunction recurred. Technical support decided to replace the pump, and the customer was informed that a replacement with updated software would be sent. The customer acknowledged understanding the provided instructions for putting the faulty pump into storage mode and returning it with the provided packaging.